Manufacturer narrative:
Pump failed the prime/delivery test and received an unexpected no delivery alarm during the excessive no delivery test due to faulty force sensor resistor. Unit was programmed with test mini link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 115 mg/dl value properly from contour link glucose meter. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and cracked reservoir tube window.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer also reported that insulin pump was not reading the meter. Customer's blood glucose was 316 mg/dl. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer declined further troubleshooting for no delivery. Customer was advised to change infusion set. Customer reported that insulin pump was cracked near reservoir compartment. Customer reported that insulin pump may have been dropped one or twice since having insulin pump. Customer was advised that insulin pump would need to be replaced.